Event description:
Our rep is reporting that a patient had 2 versalok anchor pullouts at some point post-op. The date of the original surgery is unknown, it is not known how the patient presented, x-rays taken dated 2008 clearly reveal the anchor pullouts, it is not known if the re-surgery for remedy has taken place as yet. Questions are out to our rep asking for detail and status.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all of the information that can be had, is had and evaluated, a follow-up report detailing our findings will be forthcoming.